Event description:
It was reported that an exactamed 3ml oral syringe was missing the graduation lines that indicate volume. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer name: ecm - rr donnelley supply chain solution - sp017692. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections were made to d4. Additional information was added to g4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that many segments of the syringe volume line markings were not imprinted and missing on the syringe body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.